Event description:
Initial info was received on (B)(4) 2011 from a consumer's mother, via (B)(4) poison control (ppc). This 2 1/2 year old female used the colgate wisp plus whitening mini-brush with freshening bead (cinnamint) and experienced an anaphylactic allergic reaction, difficulty breathing, tongue and throat swelling, and facial redness. In addition, she developed hives between the thighs and down the back of her legs, facial and mouth swelling, itchy hands and feet, a cough and tongue redness. She also did not sleep well due to her cough and she looked pale. She used the toothbrush while in the car on (B)(6) 2011. She complained of the product feeling hot and, upon reaching her destination, was given several drinks of water to rinse out her mouth. She had used the product previously, but not the cinnamon variant. While in the store, she developed the itchy hands and feet, facial and tongue redness, mouth swelling and hives between her thighs. She was taken to the store's pharmacy and was given liquid benadryl. She then went home and experienced tongue swelling. She was taken to the hospital emergency room due to coughing, difficulty breathing, and mouth and throat swelling. At the hospital, she was administered intravenous (IV) fluids, pepcid, and an unspecified allergy medication. She remained at the hospital until her IV fluids were finished and was discharged home with an epipen. She was diagnosed with an anaphylactic allergic reaction. The total time from use of the product to the arrival at the emergency room was approx forty five mins. She was to have a follow up appointment with her pediatrician on (B)(6) 2011. At the time of the report, the consumer was recovering. This case is referenced as (B)(4).